Manufacturer narrative:
Lot number # 17d028, 17m050, 18e016, 18f019, 18f031, 18g013, 18h041. Five (5) single use devices were received for evaluation. Visual inspection revealed that the bladders of the four returned devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A photograph of one single-use device was provided for evaluation. Visual inspection revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots 17m050, 17d028, 18e016, 18f019, 18f031, 18g013, and 18h041, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that the bladders of fifteen small volume folfusor ruptured. Fourteen of the bladders ruptured during filling, and one bladder ruptured after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five single-use devices were received for evaluation. Visual inspection revealed that the bladders of the five returned devices were ruptured. Should additional relevant information become available, a supplemental report will be submitted.